Manufacturer narrative:
The investigation of the returned pod found discoloration inside the device. Residual fluid was found on the surfaces of internal assemblies, which is evidence of an internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. A review of lot qualification records revealed zero instances of this failure mode. Lot qualification results were deemed acceptable and the lot passed the acceptable criteria. Insulet has initiated an internal investigation into this particular failure mode and has taken multiple actions to minimize and prevent its recurrence. A risk assessment has also been conducted as well as ongoing monitoring to ensure that this level of failure does not exceed action limits (as defined by insulet's internal procedures). Labeling, training and clinical advice continues to indicate that ongoing bg monitoring is necessary. Although we do not rely on labeling, this is additional mitigation as part of the normal activities of a diabetic.

Event description:
The customer's mother reported that her daughter experienced consistently high bg levels (320-469 mg/dl) with moderate ketones over the 12 hours the pod was worn. Despite multiple boluses having been administered, her levels remained high. No specific pod issue was cited. After bg's failed to lower, the pod was removed; a manual insulin injection was administered, which was successful in lowering her levels. The pod will be returned for evaluation.